Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures. (Variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 1 (vdd) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer reported via phone call that their device is alarming hardware low level failures and does not give off an audio alarm sound. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 293 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.